Event description:
Per complaint (B)(4), a dental implant was placed too far into a patient's sinus. The implant was immediately extracted. Osteopenia was also reported, and bone grafting was performed. The procedure was not completed within the same visit.